Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2015 with the following findings: a review of the pump black box data showed evidence of unexplained pump reboots. The black box showed a pump reboot on (B)(6) 2015; deliveries resumed on (B)(6) 2015. Another reboot occurred on (B)(6) 2015 at 12:47; deliveries resumed at 13:02. During investigation, the battery compartment was found to have multiple cracks. The returned battery cap had stripped threads and was unable to fully attach to the pump; pump reboots occurred using the returned battery cap. A new test battery cap was able attach to the pump and was used to complete a 24 hour duration test with no power interruptions occurring. A review of the total daily dose data correctly reflected the user¿s programmed basal rates. The pump performed the delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 500mg/dl with small ketones, nausea, vomiting, extreme thirst, and excess urination associated with a power issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that the pump had an intermittent power issue and that the battery compartment was cracked. The yellow o-ring on the battery cap was reportedly showing at the time of the power issue.